Event description:
It was reported that during an unspecified treatment procedure, the maverick2 monorail balloon ruptured at 16 atms on first inflation. The very calcified lesion was located in the mid circumflex. The balloon was removed and a powersail dilation catheter was inflated and also ruptured. The physician successfully completed the procedure with a different device and stent placement. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8986269 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.